Event description:
The customer contact reported a disconnection. The rn reported that she primed the primary IV tubing with normal saline and connected the male luer of the primary tubing set to the clave port of the extension set. The rn reported that she felt it had not "threaded correctly" and when she turned around, she noted that it "popped right off". There were no reported adverse patient effects and no medical interventions were required. Therapy was resumed using a replacement tubing set.